Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: in this incident the patient had a prior history of sternotomy and presented with severe stenosis of the left main artery. Pre-dilation of the lesion was performed successfully and the xience sds was introduced and positioned at the lesion. The balloon inflated appropriately but would not deflate. In an attempt to remove the sds the shaft separated and there was complete occlusion of the left main resulting in hemodynamic instability. Two balloon dilatation catheters were introduced in an effort to crush the stent and sds balloon but were only partially successful in restoring blood flow to the lad as the lcx remained obstructed. The sds balloon never completely deflated during the entire procedure. The device issues reported with the sds balloon unable to deflate can be confirmed with the images provided. The shaft separation can be indirectly confirmed given the complete occlusion of the left main during that portion of the procedure. The cascade of events resulting in the need for iabp placement, ECMO and CABG along with lvad placement can all be associated with the occlusion of the left main and partial restoration of blood flow only to the lad and not the lcx. The additional patient effects reported, including severe mr, multiorgan system failure and hemorrhagic shock may all be secondary to the device issues reported here. The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. Based on the cine review and visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling

Manufacturer narrative:
(B)(4). Correction: outcomes attributed to adverse event - life threatening.

Event description:
Subsequent to the previously filed reports, new information received as follows: the separated segment of the stent delivery system was not removed from the patient during the coronary artery bypass procedure and remains in the patient. The patient is currently awaiting a heart transplant procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% restenosed non-abbott stent implant in the left main artery. Pre-dilatation was performed multiple times. The 3.5x15mm xience xpedition stent delivery system (sds) was unpackaged without issue and prepped before use with no issue noted during preparation. The sds was advanced without reported issue and the stent implant was deployed without reported issue; however, the balloon could not be deflated. During the attempt to remove the sds, the shaft separated, and the vessel occluded. The patient became hemodynamically unstable, with blood pressure decrease. To restore blood flow, the deployed stent implant and sds were crushed against the vessel wall with two balloon dilatation catheters (bdc); however, the sds balloon remained inflated. Blood flow was restored to the left anterior descending (lad) artery, but the circumflex (cx) artery remained occluded. An intra-aortic balloon pump (iabp) was placed and the patient was transferred to the operating room (or), where coronary artery bypass grafting (CABG) surgery was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO) life support and was transferred for left ventricular (lv) assist device. Initial attempts to take the patient off ECMO life support was unsuccessful, as the patient experienced lv failure and severe mitral regurgitation. Lv assist was therefore placed under ECMO life support. The patient experienced hemorrhagic shock due to groin access site bleeding. Additionally, the patient experienced kidney failure, septic shock, and cardiac tamponade. The patient is currently off ECMO life support; however, remains hospitalized and on lv assist device with multiple organ failure. There was no additional information provided.